Manufacturer narrative:
Medical device: unable to confirm serial number. A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported that the staff changed out the battery and when the device came back on, the device was alarming asystole and the patient had expired. The device did alarm but the customer is concerned that the batteries are not lasting and could have missed the alarm. It is unclear whether the device was being used on or off the network.

Manufacturer narrative:
The failed device has not been returned to philips as of (B)(6) 2019. The device was requested to bench repair, but was not returned for further evaluation and remains at the customer's biomedical engineering department. Therefore, the root cause of f the allegation of battery not lasting unknown due to insufficient information. The event is considered reportable based on the customer allegation of the patient expiring and that the device did alarm but the customer is concerned that the batteries are not lasting and could have missed the alarm. In the event that the device is returned, the record shall be reopened for further evaluation. The customer has received a replacement device.